Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg could no longer hold a charge for at least 24 hours. As a result, the patient's ipg was explanted and replaced (with a different model) to address the issue.